Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that the pt presented with a leg that did not have circulation. It was reported that prior to stent graft implantation the pt had a histroy of a cold leg with pre-existing condition of blood clotting disorder. The pt is allergic to aspirin and plavix. An angiogram demonstrated that the left contralateral limb had thrombosed. The pt was brought back to the operating table and the physician elected to stent the left external artery and a femoral to femoral bypass was performed. After stenting the left external iliac artery, 3000 units of heparin was administrated to the pt. When the procedure was completed the angiogram revealed that the entire stent graft had become thrombosed. The physician elected to perform an auxiliary to byfemoral bypass. No additional clinical sequelae were reported and the pt is in stable condition.